Manufacturer narrative:
(B)(4). Concomitant medical devices - orthopedic salvage system no-modular long tibial baseplate catalog #: 150419 lot #: 001340, compress short small anti-rotation spindle 38mm 800lbf catalog #: 178367 lot #: 013910, compress short anchor plug catalog #: 178564 lot #: 577740, compress transverse pin catalog #: 178528 lot #: 180000, compress nut catalog #: 178512 lot #: 939510, compress taper adapter with screw catalog #: 17811 lot #: 344640, compress centering sleeve catalog #: 178544 lot #: 045390, orthopedic salvage system diaphyseal segment with screws catalog #: 150467 lot #: 867700, orthopedic salvage system segmental femoral component catalog #: 150354 lot #: 054550, orthopedic salvage system axle catalog #: 150480 lot #: 286570, orthopedic salvage system yoke catalog #: 150493 lot #: 560880, orthopedic salvage system femoral bushings set catalog #: 150477 lot #: 206420, orthopedic salvage system femoral bushings set catalog #: 150477 lot #: 206420, orthopedic salvage system tibial bushing catalog #: 150476 lot #: 438160, orthopedic salvage system locking pin catalog #: 150478 lot #: 229020, optipac 80 refobacin bone cement r catalog #: 4712500398-3 lot#: 741aa07080. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address post-operative fracture of the tibial bearing approximately one (1) year post-operatively. No additional patient consequences were identified. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by examination of the suspected device. Visual examination of the returned device identified a fracture. Sem analysis found that the overall evidence suggested possible fatigue overloading of the tibial bearing component, which may have possibly been due in part to loading in extension. Review of the device history record identified no related deviations or anomalies during manufacturing. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.